Event description:
It was reported that the patient experienced prolonged high blood glucose while using the ilet with a cartridge and cd infusion set, with device and fingerstick readings indicating ¿high,¿ alerts for glucose above 300 mg/dl for over 90 minutes, and discovery of dark purple fluid with an alcohol-like odor on the plunger side of the removed cartridge; the patient administered an external subcutaneous insulin injection and was instructed to remain disconnected for two hours, after which glucose began to decline. Symptoms included hyperglycemia with mild ketones and no acute complications reported. Outcomes included no professional medical intervention, no hospitalization, and no need for assistance. Investigation included troubleshooting and user education regarding cartridge handling and infusion site management, including verification of insulin flow through the tubing and review of guidance for the observed cartridge fluid. Investigation of this case revealed a cartridge leakage or contamination event associated with the cartridge component and a likely suboptimal infusion site, consistent with high glucose due to impaired insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was component failure involving the reservoir of the cartridge and infusion site selection leading to inadequate insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.